Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(4), 2011. According to the complainant, post-procedure, the patient experienced pain. The patient has sustained permanent injury, which will likely require corrective surgery (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.